Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the nurse was unable to obtain a stable patient temperature. Complainant reported that the foley probe in the artic sun reads 37.4c, the nurse placed rectal probe connected it to the artic sun device which read 37.5c. The nurse allegedly connected the foley to the bedside monitor and initially got erratic temperatures (patient temperature down to 28c). After a few minutes the rectal probe read 37.4c, and the foley 37.2c. The nurse stated the erratic display alert began when the patient was turned. Therapy was continued with the rectal probe.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this specialty foley catheter is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the specialty foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the nurse was unable to obtain a stable patient temperature. Complainant reported that the foley probe in the artic sun reads 37.4c, the nurse placed rectal probe connected it to the artic sun device which read 37.5c. The nurse allegedly connected the foley to the bedside monitor and initially got erratic temperatures (patient temperature down to 28c). After a few minutes the rectal probe read 37.4c, and the foley 37.2c. The nurse stated the erratic display alert began when the patient was turned. Therapy was continued with the rectal probe.